Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stall occurred on (B)(6) 2013 at 14:42 and recovered on (B)(6) 2013 at 15:42.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at a concentration of 2.0 mg/ml and a dose of 0.2748 mg/day via an implanted pump. The indication for use was non-malignant. It was reported the patient's pump was interrogated and a pump motor stall and recovery were noted on (B)(6) 2013. It was indicated the event was related to the device or therapy. No action was taken and the issue resolved on (B)(6) 2015.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stall was MRI.